Event description:
It was reported the physician was performing transeptal puncture (using non-boston scientific device) which was challenging under transesophageal echocardiogram (tee), thus he decided to perform it with intracardiac echocardiography (ice), which was equally difficult. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).